Manufacturer narrative:
The biomedical engineer (bme) reported that they were getting communication loss on all the telemetry devices and on the central nurse's station (cns), no patient harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The biomedical engineer (bme) reported that they were getting communication loss on all the telemetry devices and on the central nurse's station (cns), no patient harm or injury reported.